Event description:
This lead was explanted because reportedly subclavian crush broke the insulation on the lead which resulted in a large amount of sensing noise.

Manufacturer narrative:
(B) (4); subclavian crush; (B) (4): lead was sensing noise. A response from the manufacturer is pending. Since the lead was not returned, and analysis on the lead could not be performed. The device history records were reviewed. The record did not reveal any abnormality. The reported lead insulation break that caused the excessive noise was caused by subclavian crush. Due to patient anatomy, the lead was most likely not positioned laterally as recommended by the labeling. Lead was disposed of at hospital.

Event description:
This lead was explanted because reportedly subclavian crush broke the insulation on the lead which resulted in a large amount of sensing noise.

Manufacturer narrative:
Subclavian crush;lead was sensing noise. A response from the manufacturer is pending. Lead was disposed of at hospital.